Manufacturer narrative:
The reported observation of ¿unable to connect the neurostimulator with his patient controller¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s therapy procedure which resulted in the patient observing therapy had turned off. Therapy is inhibited if the device is not functioning in the therapy application state. Per the clinicians manual: per clinicians manual arten600060791 rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Tecar therapy in the treatment of acute and chronic is defined as: tecar therapy is characterized by the transfer of energy within tissues by using a capacitive electrode covered by an insulator and a resistive electrode conductor, following the mechanism of a condenser. Tecar therapy is a form of combined contact diathermy and electrotherapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that post tecar therapy session, the implantable pulse generator was unable to be connected to with the patient controller and programmer. The device is inactive and patient lost stimulation as a result. A surgical intervention is anticipated in the near future. No further information is available.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.